Event description:
It was reported that this device was exhibiting premature battery depletion behavior. The field representative indicated that the device had only been in operation for two years, and that the battery only showed two years of function; however normal values were observed. Our records indicate that this device was implanted approximately 6 years ago, which could not be confirmed from the field, as they did not provide the date of implant. A copy of device memory was saved and submitted to technical services for analysis. Engineering recommended to consider reviewing the episodes concerning the automatic threshold test, and to perform lead troubleshooting. The right atrial automatic threshold (raat) evoked response channel was slightly noisy. Additionally, engineering review observed that the device had been in suspension mode several times, causing higher output levels for the right ventricular lead. Based on device data, it appeared that the device was out of storage mode on july 3, 2015. Auto thresholds tests are done every 21 hours; however, the raat and right ventricular auto threshold (rvat) levels, indicated the device was attempting to retry the test recurrently. When the device went into suspension mode, the power consumption increased during those periods. It was recommended to change settings to a fixed output, which could potentially save energy of this device, and to also consider evaluating the auto capture settings. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Additional information: please note, the implant is estimated, as well as the explant date. The explant date is estimated based on the time frame in which the field provided additional information, indicating that the device was explanted; however, the exact date was not provided. Despite good faith efforts to obtain additional information, and device return, no response was received.

Manufacturer narrative:
This device was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted and is expected to be returned. This report will be updated upon the completion of the investigation, and will include final analysis results. (B)(4).

Event description:
It was reported that during ongoing use, the pg was exhibiting premature battery depletion. The device had been implanted for 2 years, and the battery only showed 2 years of function, although normal values were observed. The device was subsequently explanted, and is expected for return. No adverse effects to the patient were reported.